Manufacturer narrative:
E1: patient city: (B)(6), patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in israel. It was reported that the patient experienced high blood glucose, with a reading of 640 mg/dl as measured by their pump. The patient required hospitalization due to this high blood glucose event, resulting in a visit to the emergency room on the night of (B)(6) 2025. The hospital stay lasted less than 24 hours. Upon admission, the patient's blood glucose level was 500 mg/dl. No significant events leading to the admission were reported. The patient described feeling sick, weak, and having a headache at the time of hospitalization. During their hospital stay, insulin was administered intravenously. No further information available.